Manufacturer narrative:
Since no reference to the involved lot number was provided by the customer, copan performed an internal investigation considering all lots of utm ref. 305c sold to (B)(4)distributor from july 2017 and january 2019 (the timeframe has been set considering that the product validity is 18 months and the incident occurred on (B)(6) 2019). The investigation has consequently been carried out for lots 171207300 - 172181800- 180674200 - 18070451 - 181057700- 181108000 - 181218500 - 181415501 - 181591800 - 181811700. For each lot referred above the following analysis have been performed: documental review: batch history record has been examined and no deviation have been found, neither during the moulding of the sticks, nor during the flocking/packaging processes and the final verification for the lot release. Sterilization process review: all documentation related to the swab ethylene oxide sterilization process has been examined and no anomalies linked to the reported issue have been detected. Retains inspections: the visual inspection and the fragility test performed on copan's retains according to the internal operative procedure didn't show anomalies: the swab's sticks appeared intact and resistant, no breakages anomalies have been found. (B)(4). Considering that to our knowledge no event has led to serious medical consequences so far in similar circumstances (breakage of the swab during collection) and that the failure rate is very low, no further action is planned at this time. Anyway, copan will continue to monitor products for similar events.

Event description:
The event occured in (B)(6). On february 28th, 2019 copan diagnostic received an email from the (B)(4) distributor informing that a sterile swab was broken during nostril sampling in the hospital emergency department of (B)(6) and the tip got stuck in the upper right nostril of the patient who was transferred to the ent department where it was removed. No surgery or any major medical act were required, as per the reporting email. In addition, no information about the lot number was provided. On march 1st 2019 copan diagnostics informed copan (B)(4) that, as legal manufacturer of the involved code, started the investigation. On march 6th 2019 copan diagnostics contacted the distributor asking details on the lot number. On march, 7th copan diagnostics shared the pmdr questionnaire to (B)(4) distributor in order to acquire more information on patient's health and on the event. After some reminders the (B)(4) distributor sent the filled questionnaire (confirming the good patient's status and health condition) and communicated that was not possible to receive the lot reference because the final user was not able to give information about it.